Event description:
It was reported that during a preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. As the 3.5x15mm liberte' stent was being prepped, it was noted that the stent was missing. They discovered that the stent was on the stylet. The procedure was completed with another liberte' stent. As there was no patient involvement, no complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).